Manufacturer narrative:
H3) testing by MFR found a motor stall, with audible low pressure alarm, due to capacitor c24 on the motor board being out of specification. Replaced c24. H6) codes added.

Event description:
Report of alleged "motor stall, alarmed low pressure. Unit was on a male patient at the time of failure. No harm to patient."